Event description:
It was reported to philips that pdu fantray and dcps failed twice within one year of installation on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced defective pdu fantray and dcps, monitoring replacement trends. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).